Event description:
This device was explanted due to noise and undersensing. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional relevant information or the device itself become available, the investigation will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as the data returned for evaluation. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the device functions to be as specified. The home monitoring data were thoroughly inspected. The secgs recorded by the device contained non-physiological artifacts. However, the root cause was not determinable based on the available information. It cannot be excluded that external influences, such as mechanical forces or magnetic fields, contributed to the clinical observation. Should the device become available for analysis, this investigation will be updated.